Manufacturer narrative:
02/11/1999-supplemental report sent to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.